Event description:
It was reported that during a laparoscopic extended right hemicolectomy procedure, the surgeon tried to fire on the tissue with a blue cartridge and the device fired, but the staples did not form, handle fired plastic to plastic. A second cartridge was used - green and all fired ok. Patient is fine and was discharged immediately after the event. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 07/30/2010. Information anticipated, but unavailable at this time.